Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit only powered with battery. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit only powered with battery. The remote service engineer (rse) performed a troubleshoot with the customer. The customer stated they had saw 120v (volts) coming through and it was then determined the power supply was faulty. The rse provided the customer with the part number of the power supply to order and replace. Device evaluation and repair are pending.